Event description:
Routine removal of port-a-cath by the removing physician. After completion of chemo the port had stopped working. Upon removal of the port it was noted that the catheter was much shorter than it should be. The portion of the catheter that was retained was found by fluoroscopy.